Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem:

Event description:
It was reported that the samples liquefy after coagulating with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: the supervisor reports problems in that batch of coagulation. It says that some tubes liquefy after coagulating. 1)please clarify the issue - the event description states "some tubes liquefy after coagulation" - what exactly is the issue they are seeing? This is not clear- first the tubes they make a very consistent clot, and after a while they decoagulate again 2) please verify that they are not having a problem with fibrin after the tubes are spun- after centrifuging some tubes if they had fibrin. 3) how long are samples stored prior to centrifugation? They assure more than 30 min always 4) are samples stored up-right or on their side? Yes, right up 5) what is the rcf and time used for the centrifuge? 10 min at 3000rpm 6) is the centrifuge fixed angle or bucket? Fixed angle 7) how many inversions are done to the tube after collection it is a very particular case, but the truth is that they insist that some tubes, after being fully coagulated, would re-coagulate ..., and after centrifugation the gel was left with many remnants of the clot, with a pink color. Additionally, on 2020-08-12 the bd sales consultant provided the following additional information: question: does this mean that they have seen fibrin? It is not clear. Yes, after centrifuging some tubes they presented fibrin 2) how many inversion are done after sample collection? This question was left blank they cannot say for sure, because the workers are not always the same. 3) can they provide photos of what they are seeing? No photos available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the samples liquefy after coagulating with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the supervisor reports problems in that batch of coagulation. It says that some tubes liquefy after coagulating. Please clarify the issue: the event description states "some tubes liquefy after coagulation". What exactly is the issue they are seeing? This is not clear. First the tubes they make a very consistent clot, and after a while they decoagulate again please verify that they are not having a problem with fibrin after the tubes are spun- after centrifuging some tubes if they had fibrin. How long are samples stored prior to centrifugation? They assure more than 30 min always. Are samples stored up-right or on their side? Yes, right up. What is the rcf and time used for the centrifuge? 10 min at 3000 rpm. Is the centrifuge fixed angle or bucket? Fixed angle. How many inversions are done to the tube after collection. It is a very particular case, but the truth is that they insist that some tubes, after being fully coagulated, would re-coagulate..., and after centrifugation the gel was left with many remnants of the clot, with a pink color.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-08-12. H6: investigation summary: bd received samples and one photo for investigation. The photos was reviewed and the indicated failure mode for clotting, fibrin, and red cell ring with the incident lot was not observed as the photo showed an unopened pack of tubes. Additionally, the customer samples were therefore, drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 3450rpm for 10 minutes, using an mse mistral 1000 centrifuge. The cap/stopper assembly were then removed and all 10 were found to have no issues. Retention samples were also tested for the reported defects. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, clotting, fibrin and red cell ring, because the defects were not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting, fibrin and red cell ring. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that the samples liquefy after coagulating with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: the supervisor reports problems in that batch of coagulation. It says that some tubes liquefy after coagulating. 1)please clarify the issue - the event description states "some tubes liquefy after coagulation" - what exactly is the issue they are seeing? This is not clear- first the tubes they make a very consistent clot, and after a while they decoagulate again. 2) please verify that they are not having a problem with fibrin after the tubes are spun- after centrifuging some tubes if they had fibrin. 3) how long are samples stored prior to centrifugation? They assure more than 30 min always. 4) are samples stored up-right or on their side? Yes, right up. 5) what is the rcf and time used for the centrifuge? 10 min at 3000rpm. 6) is the centrifuge fixed angle or bucket? Fixed angle. 7) how many inversions are done to the tube after collection. It is a very particular case, but the truth is that they insist that some tubes, after being fully coagulated, would re-coagulate ¿ and after centrifugation the gel was left with many remnants of the clot, with a pink color. Additionally, on 2020-08-12 the bd sales consultant provided the following additional information: question: does this mean that they have seen fibrin? It is not clear. Yes, after centrifuging some tubes they presented fibrin. 2) how many inversion are done after sample collection? This question was left blank they cannot say for sure, because the workers are not always the same. 3) can they provide photos of what they are seeing? No photos available.